Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 2.1, lab: 3.4. Caller also alleged imprecision with inratio meter. Results as follows: date: (B) (6) 2010, inr: 1.5; date: (B) (6) 2010, inr: 1.6; date (B) (6) 2010, inr: 1.7; date: (B) (6) 2010, inr: 1.6.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 2.1, reference: 3.4, mean: 2.75, confidence limits: 1.7-3.8. Inr results of 1.5, 1.6 and 1.7 were excluded from comparison test data because time between tests exceeded three hours. Confidence limits were derived from mean calculation of comparison test data. Both inratio and reference values are within the limits. The results are not considered discrepant within the context of the documented variability for inr testing. Accuracy testing was performed on returned meter and strips. Variation of test results is within the accuracy criteria. Product deficiency was not established in returned meter. Per general description of the complaint, it was revealed that the patient's coumadin dose was increased starting in march due to low inr results. As of (B) (4) 2010, fourteen discrepant result complaints were reported for lot #225323 yielding a complaint rate of 0.008%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established. Investigation results: see scanned table. Sysmex results for first donor is above 2.0. The minimum 2 out of 3 replicates for this donor are within the acceptable bias variance of +/-1.0. Sysmex results for second donor is below 2.0. The minimum 2 out of 3 replicates for this donor are within the acceptable bias variance of +/-0.5. No further action is required.